Manufacturer narrative:
A ge rep conducted an onsite investigation. The image processor computer was replaced and recalibrated. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system would lock up. No pt injury was reported.